Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp is chipped and broke off when taking off the poly trial in sterile processing department.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. D4: (B)(4). Performed a visual inspection of the returned item # 42517600707 lot # 63967634 found it to exhibit signs of repeated use and the rails have fractured off all pieces were not returned reference attached photographs. The device history records for the item # 42517600707, lot # 63967634 were reviewed for deviations and/ or anomalies with the following anomalies/ deviations identified. Ncr12271132 for etch not conforming/found to be conforming. The receiving inspection report for item # 42517650707, lot # 80853705 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. DHR supplier review found that the product was conforming to all specifications and no process deviations. A complaint history search identified 1 complaint for item # 42517600707 lot # 63967634 combination as of 24th september 2020. Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4)) in order to identify potential adverse trends. Evaluation of the returned device identified the fracture was consistent with the tasp fractures witnessed previously. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface a definitive root cause cannot be determined.. No corrective actions, preventive actions, or field actions resulted after investigation of this event.